Event description:
Following use of a painpump for a hernia repair, patient had cellulitis around the catheter insertion site. The patient was prescribed an antibiotic for treatment.

Manufacturer narrative:
The product was not returned for eval. Sterilization records for this lot number indicated that the radiation dose was within the specified limits.